Manufacturer narrative:
D10: concomitants: 4066818- 02-010-01-0335 - logic femoral ps cem right sz 3.5, 4351240- 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t, aa8313- 13a2101 - cemex system fast genta 70g, 3655405- 200-02-38 - three peg patella 38mm, 4406317- 201-78-81 - 3" trocar, mod. Hex 2pk, 4418071- 201-78-89 - 3" drill bit, mod. Hex 2 pack, 5x224- 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19. Pending investigation.

Event description:
As reported via legal documentation 72 y/o male patient had a right knee replacement on (B)(6), 2016. Approximately 6 years and 2 months after the initial procedure the patient had a right knee revision on (B)(6), 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6), 2022 diagnosis: failed polyethylene insert. Secondary diagnosis: significant synovitis and reactive polyethylene debris synovium very thickened patellar tendon and significant synovitis was encountered, this was the classic polyethylene irritated synovium. The patient tolerated procedure well, transferred to recovery room in good condition. No complications.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. G4: corrected. H6: corrected health effect, component, and investigation clinical codes.